Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, implanted: (B)(6) 2010-06. (B)(4).

Event description:
It was reported by remote transmission the right ventricular (rv) lead had flipped polarities due to high impedance. The lead remain in use. No patient complications were reported as a result of this event.